Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung resection, when the reload was used to resect lung parenchyma, the squeezing became stiff at about half of the total length of the reload. Poor staple formation and incomplete staple line distally were noted. Since the incomplete line was part of the specimen side, the resection line was shifted sideways, and resection was continued with a new reload and the case was completed. There was no patient injury. Medtronic's initial evaluation of the incident device: the sheared teeth damage was confirmed in the 8th and 11th on the firing rack.